Event description:
During deployment of this biliary stent in the subclavian artery, it was indicated the incorrect placement site was chosen. An attempt to remove this partially deployed stent through the introducer sheath was unsuccessful. A decision was made to place the stent at the iliac bifurcation. Another stent was successfully placed at the intended implant site. Post placement of the second stent, it was indicated the first stent had migrated to the aorta. Unsuccessful attempts were made to retrieve the stent with a snare and a balloon catheter. No further retrieval was attempted. The pt's condition is good and will be monitored. This device has not been rec'd for eval. Therefore, no failure analysis is available. This device was used in an non-indicated procedure, subclavian artery stent placement. It was indicated the second stent was placed through this first stent and the manipulation of the catheter and wire may have dislodged the stent. Co believes these factors may have contributed to this event.